Event description:
Information received with return of the explanted device notes a fatigue fracture. Also noted was an occlusion of the superior vena cava due to thrombosis or fibrosis caused by the lead. Prior to angioplasty to relieve the condition, there was critical glaucoma. Recurrent stenosis was noted.